Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j94132974, implanted: (B)(6) 1994, product type: catheter. Product ID: 8709, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from the manufacture representative, regarding a female patient receiving intrathecal gablofen 500mcg/ml at 3mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and spinal cord injury/disease. It was reported that earlier this year ((B)(6) 2015, the patient required increasing doses without increased efficacy. An xray was performed and found/confirmed a disconnect in spinal area of catheter. The patient was going in for catheter repair/revision ((B)(6) 2015.) Upon surgical observation, there were no strain relief sleeves in place on the catheter pin connection, thus the spinal segment had pulled from the pin. Upon interrogating the pump, it was noted that the catheter implanted was an 8709 with 17 cm trimmed off, with no notes indicated anything different. "Mstar" only showed an original 8703 and nothing else. However, it was obvious on x-ray that there were 2 abandoned catheter segments in the spinal column, presumably those were the 8703. Also, given the spinal connection, it was obvious the 8709 was not completely accurate, as it would have been one piece. The surgeon trimmed a small piece of spinal segment and reconnected, this time using the strain relief sleeves(1 white, 1 clear) from an 9596 sc kit to reconnect the segments. It was noted there was clear cerebrospinal fluid (csf) dripping from spinal segment prior to repair. It appeared that the reason for the disconnect was lack of strain relief sleeves on connector pin in spine. Unfortunately due to lack of documentation and age of system, it remained unclear what catheter models exactly were implanted and when, and why the 8709 was programmed in pump when it is clearly a 2 piece. It was noted that the patient was not helpful with this history. The issue was reported as resolved at the time of this report. The patient status at the time of this report was "alive- no injury." If additional information is received this report will be updated.